Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via internet that the customer had fluctuating low and high blood glucose levels. The customer's blood glucose level ranged from 50 to 300 mg/dl. The customer had his insulin pump on vibrate and did not know the device alarmed no delivery. The customer was reached and he stated that he was fine and stated his control has improved since starting insulin pump therapy. No further details were provided.